Event description:
The user facility reported that during the night, a hose leaked on their system 1e unit creating a large puddle of water on the floor. The water was shut off once the leak was discovered. The facility reported the size of the puddle to be approximately 10ft x 5ft. No report of injury or procedural delay/cancellation.

Manufacturer narrative:
A steris service technician arrived at the facility and discovered a dripping hose connection that had leaked onto the floor. The technician found the leak was a result of a cut gasket on a 90° factory crimped hose fitting at the uv outlet. The technician replaced the gasket and reconnected the fitting. A diagnostic and processing cycle was completed and the unit was deemed operational and returned to service. The damaged gasket is attributed to over-tightening of the hose connections during prior service activity. The technician that performed the last service activity was cautioned regarding improper over-tightening of the hoses.